Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, foreign material was found at the optic of the lens after iol implant. The cartridge is indicated as the suspect product. Additional information was requested.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Cartridge product history records were reviewed and documentation indicated the product met release criteria. It is unknown if a qualified lens model/diopter was used. The indicated handpiece is qualified. The indicated viscoelastic is not qualified for this cartridge use. The product investigation could not identify a root cause for the reported foreign material. No determination can be made without physical evaluation of the complaint sample. The manufacturer internal reference number is: (B)(4).